Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room (ER) after having received an inappropriate shock due to atrial tachycardia. Technical services (ts) recommended increasing the shock zone and to medically manage the at. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.